Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). The pump was returned to the manufacturer for evaluation. Analysis of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the pump revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not be conclusively determined through this evaluation, they could have contributed to the power elevations that were confirmed through the analysis of the submitted log file, as well as the patient¿s hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: the patient noted having power spikes and elevated flows so he was instructed to come to clinic. His ldh was found to be 1400 so he was admitted for ivf's and an argatroban drip. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis and abnormal pump parameters. Malfunction component: pump: pump body. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device ¿ 67 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to hemolysis, possibly thrombus when the patient "threw a clot." The patient had been experiencing increases in pump powers and estimated flows. On (B)(6) 2015, the patient's pump was exchanged.